Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the issue. The iabp unit is functioning correctly and released to the customer. (B)(6).

Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) batteries were dead. There was no patient involvement, and no adverse event reported.